Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the non-tortuous and calcified proximal left anterior descending artery. A 20 x 3.50 rebel stent was advanced to treat the lesion. However, the stent struts were frayed and the device failed to cross the lesion. The device was removed and dilatation was performed with a 3.0 x 15 apex balloon catheter. Subsequently, a 3.0 x 20 rebel stent was deployed and the procedure was completed with 0% residual stenosis. No patient complications were reported.